Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter had an "error 2" issue. The pt indicated that the alleged meter issue started on the same day, at 5:00 am. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the alleged issue began, the pt claimed that he developed symptoms of sweating and dizziness. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, his diabetes management and medication regimens, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know what date/time the symptoms started, what his last blood glucose reading was, and what date/time the last result was obtained. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.